Event description:
It was reported that when the insertion during the procedure, the anchor got broken at the cortical bone. The was no backup device available to complete the procedure. Even though it is unknown how the procedure was finished there were no patient injuries or delay. Attempts were made to retrieve further information but complainant does not have it available.

Manufacturer narrative:
One 72203704 healicoil regenesorb 4.75mm suture anchor with 2 ub-bl cobraid bl sutures reported on. The complaint stated: ¿the anchor got broken at the cortical bone.¿ the insertion handle was returned with the sutures and partial anchor attached. The this product is technique driven. This product recommends use of a 4.75 threaded dilator for prep of normal bone. Subsequent request for information was unsuccessful. There are no other complaints for this production lot. No root cause related to the manufac -turing of this device was confirmed. No further investigation warranted at this time.